Event description:
The account alleges that during a procedure, the guide wire detached within the patient. The ifb was removed form the patient. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A supplemental report will be submitted once the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. Root cause is undetermined although the nature of the damage suggests the failure may have occurred during the procedure due to excessive force applied to the device during use. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were identified.